Event description:
It was reported that (2) devices were used during a bowel resection. It was reported by the affiliate that the tlc55 instrument fired once and when attempting to insert a second cartridge, the instrument would not fire. There was no consequence to the pt.